Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. (B)(4).

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient underwent a revision on an unknown date due to fracture of the tibial stem. The femoral component, segment and tibial stem were removed and replaced. There was a three hour delay to the procedure due to difficulty with stem removal.